Event description:
The report from the affiliate indicated that four (4) days after the index procedure the patient went into cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was done, but the patient expired. No coronary angiography was done. The physician's comments regarding the adverse event (ae) were that the cause of death was sudden death. No autopsy was done. It is assumed, but not confirmed that a thrombotic event (sub acute thrombosis) occurred. The possible causes of the thrombotic event were: though the target lesion was a bifurcation lesion of the left main trunk (lmt), a final kissing balloon technique (kbt) was not done. The stents implanted in the left circumflex were under-dilated. The patient's ejection fraction (ef) was not good - 30%.

Manufacturer narrative:
The index procedure was an elective case. There were three (3) target lesions. Lesion #1-1: the lesion was the proximal circumflex/obtuse marginal (om)/distal circumflex. The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bms) - as s670 3.5 x 13 mm stent, a bifurcation lesion, over 50 mm in length, vessel diameter of 3.0 mm, calcified, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 12 atm for 30 sec. A cypher 3.0 x 23 mm stent (stent #1) was implanted at 18 atm for 30 sec. Another cypher 3.0 x 18 mm stent (stent #2) was implanted at 18 atm for 30 sec proximal to the first stent (stent #1) in overlapping fashion. Another cypher 3.0 x 23 mm stent (stent #3) was implanted at 18 atm for 30 sec proximal to the second (stent #2) in overlapping fashion. Lesion #1-2: the lesion was the lmt/proximal left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bms) - a radius 3.5 x 20 or 14 mm stent, a birfucation lesion, calcified, approximately 25 mm, vessel diameter of 3.0 mm, and type c. A cypher 3.0 x 28 mm stent (stent #4) was implanted at 20 atm for 30 sec. The bifurcation portion of the lmt/proximal lad and the proximal circumflex/om/distal circumflex was t-stented. Post-dilatation was done with a 3.0 x 23 mm balloon at 18 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Lesion #1-3: the lesion was the mid right coronary artery (rca). The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bx stent), eccentric, calcified, 26 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 2.5 x 14 mm balloon at 8 atm for 30 sec. A cypher 3.0 x 33 mm stent (stent #5) was implanted at 14 atm for 30 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 18 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Of note, the patient was on antiplatelet therapy (ticlopidine hydrochloride 200 mg/day) from 2005, unitl one month, but was discontinued due to liver failure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR report #9616099-2006-01167, #9616099-2006-01169, and #9616099-2006-01170.